Manufacturer narrative:
Allergan has initiated an investigation into this late report. Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient representative reported "wrinkle formation in the implants, which spread to and stood out on the skin" and capsular contracture, baker grade unknown. The device has been explanted; record relates to the right side. The manufacturer of the device is not known.